Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored for several days and no off no power or weak battery alarms noted. The device passed the self test and the unexpected restart error test. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer had battery issues. The customer's blood glucose level was not reported. He received an off no power without a low battery warning twice. There was a weak and bad battery, an external ram crc error, and an unexpected restart alarms in his alarm history. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.